Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350cc saline breast implant, catalog # 3501655, lot # 255846, s/n: (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation with mentor saline implants on (B)(6) 2004 experienced left breast implant deflation that was observed on (B)(6) 2017. The patient also had bilateral scar contractures. The patient underwent explantation and replacement of devices on (B)(6) 2017. This report is for the right-side device, which was replaced with a mentor smooth round moderate profile 425cc saline prosthesis (catalog #3501670, s/n: (B)(4)).

Manufacturer narrative:
On 4/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appeared completely intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor performs 100% inspection and testing of all devices prior to release. The device history record (DHR) of lot number 255846 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).